Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio dv 2.0 integrated electrosurgical unit (erbe) due to error x-88 and x-89. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and during erbe cautery activation, the error 1-89 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, errors x-88 and x-89 occurred on vio dv integrated electrosurgical unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site had power cycled the iesu, but the issue was not resolved. Tse confirmed the error in the logs. Tse had site power cycle the iesu again, but the issue persisted. Site confirmed that the cable connectors between the iesu and video processor (vp) were properly tightened. Tse had site disconnect drawer pedals from the iesu and power cycle the iesu without success. The procedure was aborted with no patient involvement.